Manufacturer narrative:
Qn#(B)(4). Having reviewed the device history records for the affected lot numbers, we can confirm that the correct material and components had been used and that the instrument is in accordance with the product specifications. All operations were found to have been fully documented. We assume that the part broke by overload. No other nonconformance has been found. No further action will be initiated at k & w and the complaint will not be confirmed. We will scrap the instrument after 12 weeks unless any other instruction is received from you within that period.

Event description:
It was reported that the product was used for performing a laparoscopic total hemicolectomy procedure it malfunctioned and broke. They are concerned if there is a pin holding together an if it may have come off in the patient's abdomen. Follow-up information indicates that an x-ray was performed, and the pin was not found anywhere, and the patient condition is good with full recovery.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product was used for performing a laparoscopic total hemicolectomy procedure it malfunctioned and broke. They are concerned if there is a pin holding together an if it may have come off in the patient's abdomen. Follow-up information indicates that an x-ray was performed, and the pin was not found anywhere, and the patient condition is good with full recovery.